Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (implanted) associated with a subsequent clip interacting with the implanted clip was due to the subsequent clip entangling with chordae and the implanted clip. The reported image resolution poor was associated with difficult visualization. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
This is filed to report a gripper line break and tissue damage. It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), dilated left ventricle (lv), shallow chordae with visible tension, distorted papillary muscles, and subvalvular structures for a mitraclip procedure. It was noted that imaging was challenging due to acoustic shadowing. It was difficult to simultaneously see both leaflets and clip arms. The nt was the second clip attempted, but got stuck on first clip (xtw) and chordae. When the second clip finally became free, it was removed from the anatomy. One gripper was detached from the broken gripper line attached to the mandrel and the other had chordae wrapped around it. There were no pieces visualized in the anatomy. There was also a possibly flail chordae created by the nt. Additional clips were not attempted due to the difficult anatomy. The mr remained at grade 4+. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.